Event description:
Customer feels the prime meter is reading high. She said yesterday she checked blood sugar and got 150 mg/dl and then took medication about 9 pm with dinner. About 1 hour later she started feeling shaky like she was getting low blood sugar. Checked blood sugar again and got 142 mg/dl. The symptoms started getting worse, rapid heartbeat with jittery feeling. Called paramedics because she didn't know what was going on and while waiting for them she ate a slice of bread with peanut butter and jelly and fiber one bar with two spoonfuls of peanut butter to bring blood sugar up. Paramedics arrived 25 minutes later and when they checked her blood sugar they got 119 mg/dl. Then she did a test with her meter and got 169 mg/dl. They did another test before they left and got 162 mg/dl and the prime meter read 193 mg/dl. Storage and technique are good. Controls not used. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The print on the returned meter label is rubbing off, however this defect does not affect product performance. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No performance failure detected.